Event description:
It was reported while using bd pegasus pnk 20ga x 1.16in prn leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, when CT scan was performed on the patient again, after the indwelling needle was connected with the high-pressure contrast needle, blood leakage occurred at the indwelling needle interface and closure of the patient's arm.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9207857. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. DHR was performed. Reviewed the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormality found for it. Reviewed the assembly record, there were no nonconformities, deviations or rework activities for this lot product; h3 other text : see h.10.

Event description:
It was reported while using bd pegasus pnk 20ga x 1.16in prn leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6), 2022, when CT scan was performed on the patient again, after the indwelling needle was connected with the high-pressure contrast needle, blood leakage occurred at the indwelling needle interface and closure of the patient's arm.